Manufacturer narrative:
(B)(4)

Event description:
A patient was undergoing continuous renal replacement therapy on a prismaflex with a prismaflex m100 set. During treatment the replacement pump tubing disconnected resulting in blood loss to the patient. Reportedly, the patient was transfused with 2 units of prbc following this event.